Event description:
It was reported that the bd phoenix¿ m50 instrument has misidentifications errors. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: on the bgn panel most of the ids are coming out as e. Cloacae or unidentified. In the pgc panel, most come out as unidentified and when it comes to enterococcus the vast majority come out as e. Casseliflavus.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phoenix¿ m50 instrument has misidentifications errors. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: on the bgn panel most of the ids are coming out as e. Cloacae or unidentified. In the pgc panel, most come out as unidentified and when it comes to enterococcus the vast majority come out as e. Casseliflavus.

Manufacturer narrative:
D.6 investigation summary: a failure for mis-identification of results was reported on a phoenix m50 instrument (p/n 443624, s/n pf0763). The customer reported that since the prior week they had been getting incorrect results from the instrument, regardless of the type of panel that was used. Most of the results were reporting as e. Cloacae or were unidentified. A bd field service engineer (fse) was dispatched to investigate. The fse reviewed the customer workflow and determined that the customer was using their own pipettes, without extended tips. The fse reviewed with the customer the importance of using official consumables and the risk of contamination when using their current methods of workflow. A high level of dust was also noted on the instrument electronics when the fse performed a pud upgrade separately from this investigation. The root cause was unable to be determined, although it is noted that contamination from incorrect consumables can cause mis-identification. This is therefore an unconfirmed failure of a bd product. No samples were expected to be received as part of this complaint, and therefore no samples were returned and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed no previous complaints related to mis-identified results. Complaints for results are within statistical control for the month of january 2022. The upper control limit was not breached. Quality will continue to monitor the results complaints for phoenix m50 products. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. Per baltrm-443624-aph rev 3.0 the potential risk of the reported failure mode is mis ID, which is an s4; reference row ids 9.15, 9.18, 9.21, 9.24, 9.27, 9.30. In this instance, no incorrect results were reported to patients.